Manufacturer narrative:
(B)(4): lens implanted.

Manufacturer narrative:
This product is manufactured in (B)(4) and is not marketed in the u.s. (B)(4). Work order search, medical review, device history record review. A lens work order search was performed and no similar complaints were found within the work order. A review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. Medical review - review of the file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuchs dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint event(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. Based on the complaint history, work order search, medical review and the device history record review, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the facility reported the icl had a slight excessive vault. The problem was resolved overtime and the icl remains implanted.

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens in the patient's right eye (od) on (B)(6) 2014 with no problem. At the post-op visit on (B)(6) 2014 it was noted the patient's vision was worse. At the post-op visit on (B)(6) 2014 the lens was realigned. The lens had an unexpected refractive outcome and the patient was unsatisfied with their vision. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.